Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10848. It was reported that the patient presented to the emergency room on (B)(6) 2019 due to sustained slow ventricular tachycardia under device detection rate. Upon review, it was noted that the implantable cardioverter defibrillator triggered a possible high voltage lead circuit issue and patient notifier on (B)(6) 2018. Patient was stable.